Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at the pre-device interrogation for normal battery depletion it was noted that the right ventricular (rv) lead exhibited a high out of range shock impedance measurement of 125 ohms when tested rv to can the impedance was approximately 120 ohms and when tested coil to coil it measured at 180 ohms. Review of the lead data found that the shock impedance had risen gradually and had been in the high 90 to low 100 ohm range for last year. Boston scientific technical services (ts) was consulted and discussed the option of replacing the lead versus reprogramming it to unipolar with the new device. During the change out procedure, the physician opted to leave the rv lead implanted and connect it to the new cardiac resynchronization therapy defibrillator (crt-d). Approximately two weeks later the remote home monitoring system issued an alert for a high out of range shock impedance measurement with the rv lead and newly implanted crt-d. Ts was again consulted and suggested bringing the patient in for further evaluation. The field representative noted that the shock impedance measurement continue to be high and at this time the physician has opted to continue to monitor the patient and perform no further testing. The rv lead and new crt-d remain in service and no adverse patient effects were reported.